Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The IFU provided warns the user "do not apply excessive force in placing or removing catheter. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained , and further consultation requested. Also , it warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the guide wire folds and was creating memory making the progression hard.